Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular oversensing episodes recorded by the implantable cardioverter defibrillator. The episodes resulted and pacing inhibition and were attributed to crosstalk from atrial paces. Programming changes were discussed; however, no interventions were reported. There were no patient symptoms reported.

Event description:
New information received notes that programming interventions were made in-clinic. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b5 and h6.